Manufacturer narrative:
The investigation was based on the reported event and logfile analysis. The reported event could be confirmed according the logfile of the affected device. The device alarmed but the normative reserve of 5 minutes between posted "battery discharged" alarm and battery depletion was not met on a date before. The date of the reported event is not included in logfile / overwritten but the same behavior cannot be excluded for the date of event. Root cause was a shortened battery capacity. According to the IFU the recharging time of the internal battery is about 6 h. If the charge led changes from yellow to green, the charge state is about 80%. It is assumed, that the internal battery was not fully charged and had reduced capacity in this case. Internal battery has to be checked according IFU before every use of the ventilator. Also, the internal battery has to be checked during maintenance after 12 months and replaced every 2 years. If the savina is not connected to ac mains power, or in case of ac mains related failure, (and no external battery is connected) the internal power supply unit switches to the internal battery as power source. An audible alarm and the display message "internal battery activated" occurs. In case of a failure in the internal ac mains detection or ac mains stage of power supply, external battery or internal battery will be used as power source too. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. If the batteries are worn out, the timespan between the " internal battery activated", the "int batt. Low" and "int battery discharged" alarms could be shortened. Dräger service replaced the internal batteries in the meantime. No patient health consequences have been reported. The field failure rate of the internal battery is within an acceptable range. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.

Event description:
It was reported that during use on a patient, the ventilator was being used on battery power in order to move the rooms. The battery run out after about 10 minutes and the power went out. The device was replaced. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.